Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Reportedly, the customer did not remove air from cartridge prior to filling. Customer¿s blood glucose level was 306 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.